Event description:
It was reported by the rep that the water in the confidence pump was leaking out from the capped vial during injection of cement. This prevented the piston from pushing the cement out properly. Set up of the pump and cement was done as per surgical technique. The pump was discarded and another similar confidence cement kit had to be opened in order to complete the procedure. Device will be forwarded on receipt.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Manufacturer narrative:
One (1) confidence kit no needles [product code: 2839-13-000, lot no: hrhbw1] was returned to the complaints handling unit (chu) for evaluation. Visual observations identified that there was hardened cement inside the confidence injector body. The pump was then filled with water and pressurized until the safety valve engaged and there was no water leakage from the pump, the cement reservoir, or the connector between the two. Additionally, no difficulties engaging and disengaging between the connection of the rectus connector and the cement reservoir connection was observed. There have been no product problems identified in this complaint file. It should be noted that once the relieve valve is activated it is normal for sterile water to leak from the distal end of the device. As such, the confidence pump functioned as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause analysis is deemed not necessary as no product failures have been identified in this complaint file. Device is functioning as intended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.